Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was emitting frequent loss of prime warnings without known cause. The reporter confirmed using room temperature insulin and that the caps on the pump were secure. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2014 with the following findings:a review of the black box indicated loss of prime warnings had occurred. A rewind, load, and prime sequence was performed successfully without any issues. The pump was exercised for 24 hours with no loss of primes occurring. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.